Event description:
It was reported the patient received the following results within 15 minutes: 4.5 mmol/l (system 1) and 12.27 mmol/l (system 2). The customer reported that he has 3 opened vials of test strips; two strip vials are from the same lot 499111 and one vial is from 498515, which is expired. The customer does not know which vials were used to obtain the discrepant results.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer reported that he has 3 opened vials of test strips; two strip vials are from the same lot 499111 and one vial is from 498515, which is expired. The customer does not know which vials were used to obtain the discrepant results.